Event description:
The patient was implanted on (B)(6) 2026. Postoperatively, the patient developed a hematoma that required additional surgical intervention and hospitalization. The surgeon reported no signs of infection contributing to the hematoma. The event has since resolved, and the patient is currently recovering. The vivistim system remains implanted.